Event description:
Procedure type: prostatectomy. Reportedly, during the procedure the tip of active blade sparked and a small part broke off. The surgeon searched the broken piece in the surgical cavity, but it was not found. The surgical time was extended about 30 minutes and no bleeding was reported. The patient's current condition is well. No patient injury was reported.